Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedance and sensing integrity counter (sic). Stored episodes noted rv noise and oversensing resulting in inhibition of pacing and misclassification of episode type. It was noted that ¿it appeared as though a wire isn¿t connected¿. It was further noted that a low voltage rv lead fracture was suspected. The rv lead was explanted and replaced. During the replacement procedure, it was reported that the left ventricular (lv) lead was ¿not reliable and did not test well¿. It was noted that the lv lead ¿stopped working and disintegrated¿ when the cardiac resynchronization therapy pacemaker (crt-p) was pulled out of the pocket. When tested through cables, the lv lead had no capture. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 4068-45 lead implanted: (B)(6) 2000, 439688 lead implanted: (B)(6) 2014  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.